Event description:
It was reported that the system 9800 would not fully initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the cmos checksum was corrupt due to date and time. Checksum reset. The system was tested and found to be working as intended and placed back into service.